Event description:
During product evaluation by a baxter service technician, an automix compounder was found to have a bent 10 foot 25 conductor molded umbilical cable assembly. This was not reported by the customer. "There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is association with this event." No additional information is available.

Manufacturer narrative:
(B)(4). This is a class ii 510(k) exempt device with the additional 510(k) of k961008. The device has been received by baxter, and the condition was confirmed. This is an ancillary service event opened during investigation of (B)(4). The cause was determined to be a bent umbilical cable. To correct the condition, the umbilical cable was replaced. If any additional information is received, a follow up MDR will be sent.